Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip. No moisture damage was noted inside of the insulin pump.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the insulin pump may have been exposed to moisture recently. Blood glucose level was 232 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.